Manufacturer narrative:
G4: 09mar2020 b4: (B)(6)2020. The manufacturer¿s international service technician confirmed the reported issue. The system prompts that the alarm light is incorrect when the machine is turned on. The manufacturer¿s international service technician stated after switching the unit on and off it started working correctly. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/02/2020.

Event description:
The customer reported control panel failure. There was no patient involvement.